Event description:
It is reported that the pt received recall notification. Pt is not experiencing pain. Pt completed blood test and x-rays. Blood test showed elevated metal levels. Pt is scheduled for an MRI.

Manufacturer narrative:
At this time, the pt was unable to identify the devices implanted but believes them to be either rejuvenate or abg ii. Additional info has been requested and if received, will be provided in a supplemental report.